Event description:
The pt was on the portable lifecare ventilator in the acute care unit. The pt was found non-responsive with the ventilator disconnected and no alarms sounding. The nurse immediately reconnected the ventilator and notified the physician. The pt was pronounced dead and further attempts to resuscitate were not initiated because the pt had requested and documented do not attempt resuscitation status. There was an apparent failure of the equipment to alarm when the tubing from the machine to the pt became disconnected. Equipment failure had been suspected on a prior disconnect of the tracheostomy tube with alarm failing to sound but on subsequent testing appeared to function well. Post examination of the machine by biomedical engineering found it to pass MFR's tests. Unclear if equipment issue or operator issue.